Manufacturer narrative:
The agent reported, patient was infected. Poly was removed, patient was washed out and a new poly was inserted. Age-(B)(6)/gender- male. Complaint has been evaluated and is similar to report number 1644408-2023-00477; 342-10-706, s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery due to infection.